Event description:
It was reported that there were 'high' impedances. It was stated that 'all' electrodes of channel 1 with the exception of electrode 5 had impedances that were greater than 10,000 ohms. Reportedly, no action was taken because stimulation was 'efficient' with the electrodes of channel 2. There were no patient symptoms or injuries.

Manufacturer narrative:
Product ID 37081-60, serial# unknown, implanted: (B)(6) 2012, product type extension. (B)(4).